Event description:
A customer stated that while running a 12 tube stem panel, the analyzer sampled the first tube twice and reported the second sampling as that of the contents of the second tube. This caused the rest of the results in the panel report to be "one off" and resulting in a total of 13 printouts for the carousel. No patient results were reported out of the lab as the error was detected by the operator during a routine review of the data after the run. Based on available information, there was no impact to patient or user.

Manufacturer narrative:
There have been no other customers reporting similar events. The customer has not been able to reproduce the problem at will. The event is currently under investigation by bci technical support. The root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.